Event description:
It was reported the patient presented for initial procedure. During implant, a screwing mechanism issue was encountered where the atrial lead was continuously rotating around its axis. The physician elected to complete the procedure with a different lead. The patient was in stable condition.